Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she puts the battery in the pump, she gets 2 bars and then it shuts off. Customer stated that it has been like this since she has had it for a couple months. Customer stated that she reported it to her diabetes doctor. Customer's blood glucose was greater than 600 mg/dl at the time of the incident. Customer treated with a needle. Customer stated that she has not been hooked up to the pump and is waiting to do her class. Customer stated that she put in the battery that came with the pump. Customer stated that it will not allow her to go further with the exercise and the buttons do not do anything. Customer was advised to insert a new battery. Customer stated that the display returned. Customer was advised to monitor the pump. Customer will be shipped a battery cap.